Event description:
Pt reported that they awoke in the morning with a blood glucose of 68 mg/dl. Pt then ate and drank, but did not recheck blood glucose. Within two hours, pt had an "insulin reaction" (very low blood glucose), and paramedics were called. Pt was treated with IV glucose and d-50, and was taken to the ER.